Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as small in diameter and calcified. It was reported upon the final angiogram run it appeared as there might be a type iii endoleak where an aortic cuff separated from the bifurcated stent graft. The physician elected to place another MFR's stent graft and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results - other: lack of info (pending receipt of films from the user facility); (endoleak). Conclusion - other: lack of info (pending receipt of films from the user facility). Other: secondary intervention.